Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 300-400 mg/dl; cause was unknown. During troubleshooting with tandem technical support, pump time was noted to be off by 20 minutes and customer did not know why the pump time was inaccurate. Customer adjusted pump time to the correct time.